Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a high and undefined impedance alert. It was further reported that there was an issue with the cardiac resynchronization therapy defibrillator (crt-d) setscrew. The lead was reseated in the crt-d header and impedance values returned to normal. The crt-d and lv lead remain in use. No patient complications have been reported as a result of this event.